Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The bandage protocol was reportedly not followed. The recipient is presenting with pain. A CT scan completed but could not confirm device location. Repositioning surgery will be scheduled.

Manufacturer narrative:
Additional information - sections b3 & b7. Correction - section e1. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and is successfully wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent magnet repositioning surgery on (B)(6) 2026. The magnet was successfully put back into the original position. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.